Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the patient presented with somnolence and cerebral ventricular enlargement was observed on MRI. The certas valve was implanted via a v-p shunt on an unknown date and unknown settings. Therefore, on (B)(6) 2020, the valve was replaced with a new one. No further information was provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h6, h10. The certas valve was returned for evaluation. Review of the history device records was not possible as the lot number was unknown. Unique device identifier (UDI) : (B)(4). Failure analysis the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined for the problem reported by the customer as the technician could not confirm any functional problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no functional problems were noted.